Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was noted by the health care professional (hcp) the shock impedance has been chronically high (greater than 100 ohms) since implant but has been higher than normal recently, measuring between 140-150 ohms. The hcp set the upper limit rv shock impedance alert to 175 ohms and consulted technical services (ts) for further guidance. Ts reviewed lead trends from the last year and noted the presenting electrogram (egm) shows some noise. A full assessment of the rv lead was recommended. There were no adverse patient effects reported. This lead remains in service. Additional information received indicates in-clinic troubleshooting was performed, and the impedance was measured during multiple arm/pocket provocation maneuvers and measured within range during all of them. The patient will continue to be closely monitored via the latitude remote patient monitoring system.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.